Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21246544/21280130.

Event description:
It was reported that the patient was experiencing undesired stimulation and ipg site pain. The patient underwent a system explant procedure. All device components will not be returned as they were kept by the medical facility.